Event description:
Patient was brought to cardiac cath lab for radial approach angiogram. After radial artery access the wire was inserted and then an attempt was made to remove the wire and the needle. It was noticed that the wire unraveled and approximately 1.5cm broke off in the patient's skin and into the radial artery.